Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's daughter is calling on behalf of the customer complaining her meter is producing very high results of 550mg/dl, 368mg/dl, 458mg/dl. Customer states that her mother feels well and requires no medical attention. The customer's expected blood results are 150-200mg/dl fasting. Verified the strips expired 11/27/2016. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: 1:550mg/dl (B)(6) 2015 09:14:00 pm fasting:yes. 2:368mg/dl (B)(6) 2015 05:23:00 pm fasting:yes. 3:198mg/dl (B)(6) 2015 08:07:00 am fasting:yes. 4:458mg/dl (B)(6) 2015 04:54:00 pm fasting:yes. 5:160mg/dl (B)(6) 2015 08:10:00 am fasting:yes. Memory concerns:550, 368, 458. Customer has been taking cough drops lately.